Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the user changed the battery of the insulin pump three times, after which the pump's screen went blank and the device would not turn on. Troubleshooting was performed with fresh batteries; however, the display did not turn back on. The customer's blood glucose was between 400 mg/dl and 500 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display, problem isolated to lcd board. No audio/beep anomaly noted during testing. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.